Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2/n2o proportioner was adjusted, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that during pre-use checkout the unit was able to adjust n2o without o2, hypoxic mix could be delivered. There was no report of patient involvement.